Event description:
It was reported during a routine subcutaneous implantable cardioverter defibrillator (s-ICD) device change out, that this electrode exhibited over-sensing of noise, and sub-optimal placement. X-ray images were performed, however the physician was unable to determine if the electrode was implanted higher than recommended or if the electrode had moved after initial implant. It was reported in 2019, that this electrode had previously exhibited t wave over-sensing, resulting in an inappropriate shock. Rhythmcare provided recommendations to consider programming a one zone configuration with a high shock zone until af ablation could be performed. During the s-ICD implant, automatic set up ran while patient in supine position on the operating table. Primary and secondary vectors did not pass, the alternate vector passed. System impedance 85 ohms. Patients' chronic rhythm of atrial fibrillation (af) during the procedure, the physician elected not to do vf induction. Intermittently rapid atrial fibrillation (af) and a slower af with pauses seen during procedure, smartpass off. Following procedure completion automatic set-up repeated and all vectors were not suitable. Automatic set up repeated several times, and no vectors were suitable, although on occasion, the primary vector passes, while the patient was in a sitting position. In the initial set up there was over-sensing and noise in the secondary vector and alternate vector. The physician programmed tachy therapy off, and recommended x-ray images the next day; images revealed s-ICD device and electrode remain implanted, and the lead and device too superior. Device implant was completed and it was at the automatic set up stage in recovery that the issue of no suitable sensing vectors arose. Pt has been in hospital since then with tachy therapies off. Pt is scheduled to have revision of system in the near future. At this time, the electrode remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.